Event description:
Ous MDR - after an implantation time of about 3 months, this device was explanted because it was reported that the implant could no longer be interrogated with the programmer. The pt was admitted to the hospital. This is all the info that is available at this time. The date of implant was not provided.

Manufacturer narrative:
Ous MDR - the ICD underwent an electrical analysis, during which it was found that it could not be interrogated, in agreement with the clinical complaint. The ICD was opened. The battery was checked and proved to be completely charged. Next, the electronic module was examined and an increased power uptake was detected. The electrical test of the components of the electronic module identified an intermittent current leakage in the control connection of the protective transistors as cause of the clinical complaint. The mfg data of the device were reviewed. At the time of its shipment, the ICD was in a state conforming to spec. At that time, there was no indication of a device defect. In summary, the clinical observation was caused by an intermittent current leakage on the electronic module. There were no indications of a mfg error.